Event description:
This is a case, which was reported to baxter (B)(4) on (B)(6) 2010. The complaint was received from a pharmacy and refers to accusol 35 on batch number 09j08g70. The reporter stated that the nurse experienced some untight bags before use. This week they had 4 untight bags. The nurse felt the new bags with changed material are difficult to handle compared to the old bags. The occurrence date is unknown. No patient injury or medical intervention has been reported.

Manufacturer narrative:
(B)(4).this product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.as a sample was not available for evaluation so the reported problem could not be confirmed and no root casue could be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will also review this with our production team as part of our monthly review for this product.